Manufacturer narrative:
The malfunction was duplicated and attributed to the device's display.

Event description:
During a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.